Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable e1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the surgeon placed a cook bakri postpartum balloon with rapid instillation components as treatment for postpartum hemorrhage [pph]. During use, it was observed that there was a hole in the balloon. So, its use was discontinued. Another same type device was used to complete the procedure. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: it was reported during a cesarean section delivery the surgeon placed a cook bakri postpartum balloon with rapid instillation components transvaginally after the uterus was sutured, necessitated by the patient´s placenta accreta (pas), as treatment for postpartum hemorrhage (pph). Oxytocin IV and compression sutures in uterus were administered prior to device placement. The balloon was inflated with 50ml of saline, when the hole in the balloon was observed, its use was discontinued. The device was indwelling for a few minutes. The estimated blood loss was 700ml prior to the device failure, and 500ml was lost after device failure, total estimated blood loss (ebl) was 1200ml. The patient received 2 units red blood cells (rbc), 4 units fresh frozen plasma (ffp), 1200ml autologous transfusion (intraoperative cell salvage) and the administration of 4 ffp tranexamic acid medication in order to achieve hemostasis after the delivery of the fetus. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One cook bakri postpartum balloon with rapid instillation components was returned for evaluation. A hole was visible in the balloon material, with surrounding tool marking impressions indicative of mechanical damage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and related nonconformance's were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, provides the following information to the user related to the reported failure mode: --¿contraindications: cases indicating hysterectomy; untreated uterine anomaly¿ -- the cesarean section was indicated due to the patient¿s diagnosis of placenta accreta spectrum (pas), a high-risk obstetric complication. Pas is associated with a significant risk of hemorrhage before, during, or after delivery, often necessitating blood transfusion, advanced hemostatic interventions, and in some cases, hysterectomy. Additionally, pas is associated with uterine scarring or other abnormalities. How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The balloon appeared to have been damaged by a device of unknown origin. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received on 20mar2025. It was reported, during a cesarean section delivery the surgeon placed a cook bakri postpartum balloon with rapid instillation components transvaginally after the uterus was sutured, necessitated by the patient's placenta accreta (pas), as treatment for postpartum hemorrhage [pph]. Oxytocin IV and compression sutures in uterus were administered prior to device placement. The balloon was inflated with 50ml of saline, when the hole in the balloon was observed, its use was discontinued. The device was indwelling for a few minutes. The estimated blood loss was 700ml prior to the device failure, and 500ml was lost after device failure, total estimated blood loss (ebl) was 1200ml. The patient received 2 units red blood cells (rbc), 4 units fresh frozen plasma (ffp), 1200ml autologous transfusion (intraoperative cell salvage) and the administration of 4 ffp tranexamic acid medication in order to achieve hemostasis after the delivery of the fetus. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon.

Manufacturer narrative:
Correction: a3a: - sex: female. B1: - adverse event: serious injury. B2: - other adverse event: blood transfusion and administration of tranexamic acid medication. E4: -initial report sent to FDA: no. H1: type of reportable event: serious injury. H6: updated annex f to f2302 (health effect- impact code). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.